Event description:
It was reported that the patient experienced bleeding and erythema at the driveline site. The patient denied experiencing pain or odor, and remained afebrile. Patient also denied tugging at the site, but admitted to frequently sleeping on their right side. The patient was treated with antibiotics.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
This event was determined to be a duplicate to MFR # 2916596-2021-04767.